Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient reported undergoing surgical intervention for an unknown reason. No further patient impact reported. No further information available. It is unknown when the surgical intervention took place and as a result the concomitant devices are unknown.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.